Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device being inoperative was confirmed. An internal inspection of the device was performed which revealed that the cable that plugs into the internal flow transducer (ift) was not properly seated. Ventec then reseated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cable that plugs into the ift was not properly seated.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device alarmed and was not able to complete the boot process. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.